Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The exact root cause has not been established, but it is most likely that the inspiration valve is causing the alarm 401 or a slight leak in oxygen cell port. Alarms 545 -astepinspvalve value out range- failsafe, 300 - device in failsafe, and alarm 400 nt valve were considered to be the cause of this failure. The issue resolved after replacing the safety valve.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, vyaire medical requested the unit logfile for evaluation. Customer replaced o2 safety valve and the problem was fixed. Therefore, no exact root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401- inspiration valve or device leaky appears after connecting to oxygen prior patient use. Presence of leak at the o2 safety valve is detected. Furthermore, there was no patient associated with the event.